Event description:
It was reported that an intravia empty container broke during infusion of clindamycin. The reporter stated that they had been running the bag as a piggy back. The nurse stated that the port of the bag broke as it was being disconnected from the IV tubing. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): the age of the patient is unknown; however, the event was reported to have occurred at cardinal glennon memorial, hospital for children.the device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.